Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026, the pediatric patient experienced a skin reaction with itching, burning, redness, inflammation, blisters, drainage, infection, which extended beyond the patch perimeter. The reaction was treated with a prescription of oral liquid antibiotic cefalexin and mupirocin cream 20mg. The parent declined to provide further information. At the time of the report, patient condition was unspecified. There is no documentation of scarring or systemic involvement. No photo or other details were provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.